Manufacturer narrative:
G4: 03jun2020. B4: 18jun2020. The service engineer (se) inspected the device. The se replaced the flow sensor to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19may2020.

Event description:
It was reported that the ventilator tidal volume was reading zero. There was no patient involvement. The customer was provided with a quote for service/repair of the device and replacement of the flow sensor assembly.